Event description:
A non-critical alarm was heard and confirmed by telemetry due to eri (elective replacement indicator), the logs showed the message "schedule to replace the pump by (B) (6) 2009." Last refill had occurred on (B) (6) 2009 and the eri at that time was calculated to be 20 months. Immediate replacement was recommended, as if this was a battery issue, the eri date may not be accurate. The replacement was scheduled for (B) (6) 2010. The pump was used to deliver dilaudid.

Manufacturer narrative:
(B) (4). The device is included in the medical device safety alert, potential for reduced battery performance synchromed ii pumps, physician communication (july 2009).